Manufacturer narrative:
An event regarding malposition involving an adm shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient came to the surgeon complaining that they have a recalled rejuvenate stem. The surgeon wanted to know what to tell patient and the sales rep advised accordingly. Additional information received from sales rep on 9/23/2015: it was reported that patient presented with pain in their left rejuvenate hip. Surgeon suspected implant loosening but upon revision, no components were found to be loose. Surgeon did revise the cup as surgeon stated the original cup was malpositioned. Surgeon implanted a restoration modular system.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient came to the surgeon complaining that they have a recalled rejuvenate stem. The surgeon wanted to know what to tell patient and the sales rep advised accordingly. Additional information received from sales rep on (B)(6) 2015: it was reported that patient presented with pain in their left rejuvenate hip. Surgeon suspected implant loosening but upon revision, no components were found to be loose. Surgeon did revise the cup as surgeon stated the original cup was malpositioned. Surgeon implanted a restoration modular system.